Event description:
Patient stated that her v-go fell off in the shower after wearing for about eight hours. This occurred in the evening on (B)(6) 2019. Patient said she had been sweating before getting in the shower and when she bent over in the shower and that's when the v-go fell off.